Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The healon is not an implantable device. If explanted; give date: n/a (not applicable). The healon is not an implantable device; therefore, not explanted. The healon was not returned for analysis; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a black ''fleck'' came out of the healon endocoat vt5854 initially into the patient's eye upon insertion. There was no adverse outcome noted. Customer also indicated that the product is not available for return. No additional information was provided.